Manufacturer narrative:
The following fields have been updated with corrected and/or additional information: d10: device available for eval? Yes . Returned to manufacturer on 29-jan-2024. H4: device manufacture date: device manufacture date 04-nov-2022. H6: event problem and evaluation codes. Added codes to imdrf annex b grid. B11 - historical data analysis. B03 - testing of device from same lot/batch returned from user. H6: investigation summary: bd received 1 photograph and 7 samples from the customer in support of this complaint. Evaluation of the photo indicated underfill. 7 returned samples and 20 retained samples were draw-tested with deionized water. From this testing, it was determined that all 27 tubes drew within specification. Bd was able to confirm the customers¿ indicated failure mode based on the attached photograph. Although the photograph provided by the customer does indicate a lack of draw, there is no evidence that the device was the cause of this defect. Testing of returned and retained samples from this lot number did not confirm the reported defect. No definitive root cause could be established for the reported defect. Device history record review of reported incident lot determined all product release requirements were met, and there were no related quality issues during product manufacture. This complaint was unable to be confirmed for indicated failure mode of underfill. Bd was unable to identify a root cause for indicated failure mode.

Event description:
It was reported that when samples were drawn using bd vacutainer® sst¿ ii advance plus blood collection tubes underfilling occurred. Upon insertion of needle, flashback is visibly seen, but little or no blood is filled into tubes even with slight needle adjustment. They then needed to change to a new tube, and only then blood flow is seen into tube. No patient impact was reported.

Manufacturer narrative:
H.6. Investigation summary: bd did not receive samples, but 1 photo was provided for investigation. The photograph does indicate a lack of draw, however, there is no evidence the device was the cause of this defect. Additionally, 20 retention samples from bd inventory were evaluated by draw testing with deionized water, and all tubes were within specifications. Device history record review of reported incident lot determined all product release requirements were met, and there were no related quality issues during product manufacture. This complaint was unable to be confirmed for indicated failure mode of underfill. Bd was unable to identify a root cause for indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported that when samples were drawn using bd vacutainer® sst¿ ii advance plus blood collection tubes underfilling occurred. Upon insertion of needle, flashback is visibly seen, but little or no blood is filled into tubes even with slight needle adjustment. They then needed to change to a new tube, and only then blood flow is seen into tube. No patient impact was reported.